Event description:
Dexcom was made aware on 08/25/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction the same day the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient removed the sensor and noticed a bump and inflammation at the needle puncture site. Five hours after sensor removal, the bump developed into a pimple. The patient used his fingers to squeeze the pus out. On (B)(6) 2024, the symptoms did not subside which prompted the patient to contact a physician through an online teleconsultation. Per patient, the physician submitted an online prescription to the pharmacy for an unspecified oral antibiotic medication (unspecified dosage, for 7 days, but advised him to monitor the area first for 3-4 days to see if the symptoms would subside before filling the prescription. On (B)(6) 2024, the patient stated the symptoms did not subside, and he picked up the prescription medication. At the follow-up time on (B)(6) 2024 with technical support, the patient confirmed the wound had healed after oral antibiotic treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).